Manufacturer narrative:
The customer utilized venous blood sample on (B)(6) 2013 while testing on the inratio meter. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. The data provided by the customer are not valid for comparison testing. For this reason, no further analysis of the client's data was performed. Since a lot number was not provided, and the product associated with the complaint was not returned, product support was unable to perform further investigation. Further investigation was not possible. Conclusion: customer utilized venous sample for testing on the product. The inratio test strips are only approved for use with freshly collected capillary samples. All other sample types have not been validated and are considered off-label. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. No strip lot info was available. This issue will be subject to tracking and trending.

Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2013, inratio: 1.4, physician poc meter: 2.5. Therapeutic range 2-3. Time between tests: 1 minute. Customer used venous blood when testing on meter.